Event description:
It was reported that during follow-in clinic, the patient could not feel the vibratory alert notification with inductive and rf telemetry. The duration of alert notification was extended. Device values were within normal limits and no episodes noted. Patient will continue to be monitored.